Event description:
It was observed that during the device evaluation, the video scope light guide lens adhesive section was peeled off. There was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.